Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7276967, UDI: (B)(4).

Event description:
It was reported that patient experienced nauseous and start vomiting without aspiration after the trial lead were placed. The patient was prescribed zofran to treat the nausea. The patient was felt better.